Manufacturer narrative:
Concomitant medical products: 694965, lead implanted (B)(6) 2005; 419488 lead implanted (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited rising and high thresholds. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.